Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced insulin set tubing was coming loose from the cannula on (B)(6) 2025. It was also reported that the patient was pregnant and had ketoacidosis and she had terrible consequences. No further information was available.